Event description:
The reporter called on behalf of her late husband who passed away on (B)(6) 2016. The patient was implanted with a vena cava filter on (B)(6) 2015 to prevent blood clot to his heart. After implantation he started experiencing discoloration in his extremities and was hospitalized. He was later taken to a nursing home for rehabilitation. According to the reporter during his stay at the nursing home his doctor never visited and his health deteriorated. He was later transferred to a (B)(6) hospital where he was diagnosed with gangrene. In (B)(6) 2016 one of his feet was amputated. The doctors at the (B)(6) hospital later decided to amputate the other foot in (B)(6) 2016. After the second surgery he had a massive stroke and died. Caller believed the stent may have contributed to his death.